Event description:
Customer was hospitalized due to high blood glucose levels. Customer complained of bent cannulas. Nurse stated that customer has been inserting quick set with a broken seter. Troubleshooting performed.